Event description:
Consumer reported inaccurate dispense complaint for the trueplus pen needles. Customer stated the insulin does not get dispensed from the pen needle. Per the customer the package had not been open or damaged when received. The customer has been using the product for less than a month. The customer is not using compatible product. Customer stated she would contact the pharmacy for the correct pen needles for her pen injector.

Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2026 to ensure that the initial concern was resolved - able to establish contact with customer who stated she had switched back to the novolog pen injector and that everything is working as intended.